Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the missing magnet from door lock on bag cover is unknown. No repairs were made to correct the reported condition, the device was returned unrepaired at the customer's request. If any additional information is received, a follow up MDR will be sent.

Event description:
During the product evaluation by a baxter service technician, an ipump was found to have a missing magnet from door lock on bag cover. No additional information is available.